Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record evaluation was performed for the 60000376 finished device, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an index clinical study cardiac ablation procedure on (B)(6) 2025. On (B)(6) 2025, the patient experienced oozing from access site (right groin) with vizigo sheath. The issue was categorized as moderate and serious with in-patient prolonged hospitalization with an admission date of (B)(6) 2025 and discharged date of (B)(6) 2025. Relationship to study device is not related, and relationship to the index study procedure is causal and expected/anticipated. The outcome is ¿recovered/resolved¿, with an end date of (B)(6) 2025 intervention was other application of manual and mechanical compression device.